Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery advisory fault alarm. The internal battery was exchanged and the alarms persisted. The system controller was exchanged and there were no more alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged power cable. The reported event of backup battery fault was confirmed via log file analysis. Analysis of the log file revealed a backup battery fault alarm event that initially became active on 27oct2023 at 01:37:30. The alarm activated due to the load test not passing, which captured the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. A backup battery not installed became at 11:25:25, which appears related to the reported internal backup battery replacement. All backup battery fault alarm cleared at 11:25:35. The driveline was physically disconnected on 27oct2023 at 11:29:17, which appears related to the reported system controller exchange. The returned backup battery was fully charged within the system controller (serial # (B)(6)), and the self test was initiated. A backup battery fault alarm was not able to be reproduced. The root cause of the backup batter fault alarm could not be conclusively determined through this analysis. An update to the backup battery connector was made to reduce the occurrence of backup battery faults due to load test not passing as part of a corrective and preventive action. Per the device history records review this system controller was manufactured prior to the implementation of the corrective action. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.